Event description:
It was reported that the cartridge o-ring was missing and was discovered on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load a cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.